Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump software did not accurately adjust the amount of insulin delivered and did not suspend insulin deliveries as intended. Customer experienced elevated blood glucose (bg 324 mg/dl). A correction bolus was delivered to address bg. Customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: this pump appears to be delivering insulin according to the active personal profile rather than adjusting dosing based on the control-iq predictions. To resolve this issue, please perform a pump reset. From 12:00:00 am to 6:07:04 am, the control iq feature was active, cgm readings were available, and the device was actively pumping. However, the pump was in pining mode (open loop ¿ insulin is being delivered per the personal profile settings and is not adjusting dosing based on control iq predictions). At 6:07:04 am, the user toggled the control iq feature to off. At 1:39:35 pm, the user toggled the control iq feature to on. Cgm readings were available, and the device was actively pumping. However, the pump entered pining mode. At 1:40:10 pm, the user toggled the control iq feature to off. At 5:02:58 pm, the user toggled the control iq feature to on. Cgm readings were available, and the device was actively pumping. However, the pump entered pining mode. At 7:12:16 pm, the control iq feature was not active as the user manually suspended insulin delivery. At 7:29:59 pm, the user restarted insulin delivery and the device was actively pumping. From 7:29:59 pm to 11:59:59 pm, the control iq feature was active, cgm readings were available, and the device was actively pumping. However, the pump was in pining mode.